Manufacturer narrative:
Mml reference # (B)(4). The lead assemblies were evaluated and there were no observation that would have affected the function of the lead.

Event description:
It was reported that the patient could not feel the stimulation on the left side. Revision surgery was scheduled to replace the left lead on (B)(6) 2022. However, during surgery unrelated to the reported issue, the surgeon had difficulty inserting the new lead due to the patient's anatomy. As a result, the reactiv8 system was explanted on (B)(6) 2022, with no reports of patient harm or injury. The device log file was reviewed and revealed no warnings or errors associated with the device functionality. All lead impedances in the device log file were within the acceptable range and consistent throughout the in-situ portion of the device life. A review of the images from the post-initial implant procedure indicated that the percutaneous stimulation leads implanted on (B)(6) 2022, were placed sub-optimally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not feel the stimulation on the left side. Revision surgery was scheduled to replace the left lead on (B)(6) 2022. However, during surgery unrelated to the reported issue, the surgeon had difficulty inserting the new lead due to the patient's anatomy. As a result, the reactiv8 system was explanted on (B)(6) 2022, with no reports of patient harm or injury. The device log file was reviewed and revealed no warnings or errors associated with the device functionality. All lead impedances in the device log file were within the acceptable range and consistent throughout the in-situ portion of the device life. A review of the images from the post-initial implant procedure indicated that the percutaneous stimulation leads implanted on (B)(6) 2022, were placed sub-optimally.